Event description:
It is reported that a customer mother of a patient called to complain that her son's insulin pump does not work. The patient's blood glucose level was not recorded. The patient was not available to be assisted with trouble shooting the pump. The customer was advised to have the patient revert to their back-up plan until they can call back again to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.